Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a patient was receiving a continuous infusion of blinatumumab (56 mcg /250 ml of normal saline). The ordered rate was 5.2ml/hr for 48hours; however, the infusion was completed five (5) hours early. There was patient involvement; however, no patient harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported a patient was receiving a continuous infusion of blinatumomab (56 mcg/250 ml of normal saline). The ordered rate was 5.2ml/hr for 48 hours, however the infusion was completed five (5) hours early. There was patient involvement however no patient harm.